Event description:
It was reported that the patient was admitted to the hospital due to stomach pain following being implanted with an scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient's symptoms resolved.